Manufacturer narrative:
Based on the reported information we cannot determine the cause of the patient's complications presenting. The patient developed the infection as a post-op complication and required treatment. As reported, after returning to the theatre, the doctor found arista floating around. Our instructions for use (IFU) identifies that excess arista ah should be removed from the site of application by irrigation and aspiration. The possibility of the product interfering with normal function and/or causing compression necrosis of surrounding tissue due to swelling is reduced by removal of excess dry material. The instructions for use (IFU) also warns "arista¿ ah should be used with caution in the presence of infection or in contaminated areas of the body. If signs of infection or abscess develop where arista¿ ah has been applied, re-operation may be necessary in order to allow drainage." Review by our medical affairs director who reports the allegation of observing floating material in the body is not consistent with the use of arista and the material noted by the surgeon is not clinically anticipated to be residual arista. Should additional information be provided, a supplemental emdr will be submitted. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the first reported complaint of infection for the subject lot of (B)(4) units manufactured in november of 2018. Device used on patient.

Event description:
It was reported that arista was used on a patient during a complicated hysterectomy. The patient had to return to the theatre for a second look as she was showing signs of infection after the operation. Her temperature was spiking and she was not responding to antibiotics. A lot of sanguineous fluid and arista was found floating around. There was no bladder or bowel injury, patient was septic, it was suspected that arista caused chemical peritonitis and crp levels were sky high.